Event description:
Additional information received by jjpi. The tip of the microsensor fell off as the doctor was removing it from the patient's head. The tip did not fall into the patient's head, but fell onto the floor and was not found. The patient was reported to have been in poor condition when the microsensor was extracted. The microsensor did not have any impact on the patient.